Event description:
A st. Jude dual chamber defibrillator, fortify model: #cd22331-40, serial: #(B)(4) was implanted on (B)(6) 2012. The ra lead, st jude model: #1488-52, serial: (B)(4) implanted on (B)(6) 2005 and the rv lead st. Jude model #1581-60, serial (B)(4) implanted on (B)(6) 2005. Pt developed fever and chills x1month, placed on abx for bacteremia - tee indicated vegetation on the rv lead. During extraction of the rv lead (no evidence exteriorization of internal cables was noted) the lead was firmly adherent to the rv, pt bp dropped to 50s-emergent intracardiac ultrasound indicated evidence of pericardial effusion-emergent CT surgery was called, blood products were given - approx 60ml of fresh blood was extracted from the pericardium and bp was supported by boluses of vasoactive agents by anesthesia - CT surgery placed the pt on aortofemoral bypass, performed and full sternotomy and evacuated the pericardium of clots-it was noted that the bleeding was from a large tear in the superior vena cava (svc) approx 7cm long from its junction with the ra through to the pericardial reflection. Cooling was begun to do the surgical repair - 5 stay sutures were placed in torn edge of the svc and a cormatrix patch was placed with 5-0 prolene sutures. Rewarming was done and the pt was weaned off cardiopulmonary bypass without difficulty. A 7cm portion of the rv lead was retained in the rv. The pt will require a long-term abx due to the retained rv lead. The pt was admitted to the ccu for post op mgmt. Extraction of the st jude fortify model #cd2231-40, serial #(B)(4) (implanted (B)(6) 2012) and extraction of st. Jude ra lead model #1488-52, serial #(B)(4) (implanted (B)(6) 2005).